Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the specific cause of the phenomenon could not be identified. The occurrence of the reported problem can be prevented by adhering to the instructions for use (IFU) which states the following: "warning: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Event description:
Event was discovered during pre-use inspection and the procedure was completed using the subject device. It was confirmed there was no impact on patients or operators.

Event description:
An olympus employee reported on behalf of the customer, the evis lucera ultrasound gastrovideoscope had scratches on tip. There was no report of user or patient harm associated with this event. During incoming inspection, it was determined the acoustic lens was peeling. This is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed, due acoustic lens having a chip. In addition to the finds reported , due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. Adhesive on bending section cover had a crack. Due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements. Due to wear of lock engagement lever, up/down knob could not be locked securely. Adhesive on bending section cover had a crack. The switch box and connecting tube was scratched. Additional information has been requested regarding this event. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information becomes available.